Manufacturer narrative:
The olympus service center also identified the objective lens with scratches and chips at the edge and cracked glue at the bending sheath cover. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the distal end did not pass the leak test in reprocessing. The device was returned for repair. The service center confirmed the reported event and found a leak in the balloon channel and deep dents on the bending section which is a reportable event. No patient harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation , it was surmised that the phenomenon occurred due to the dent and buckled part on the channel. As to the dent and buckled part on the channel, judging from the fact that it has been eight years since the subject device was manufactured, it is possible that they occurred due to abrasion and deterioration caused by long-term usage. As stated on the IFU (instruction for use) the user manual states: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor complaints for this device.